Manufacturer narrative:
An evaluation of the test strip lot was unable to be conducted as the lot number was not provided.

Event description:
On (B)(6) 2022, the patient/lay user contacted lifescan (lfs) USA alleging that her onetouch ultra 2 meter read inaccurately low compared to her feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the subject meter displayed inaccurate low readings at an unspecified date and time in 2019. The patient claimed that she received a ¿low glucose alert¿ on her subject meter. The patient manages her diabetes with a combination of diabetes medication (metformin pills and humalog insulin) and stated that she skipped her medication in response to the alleged issue to avoid an incorrect dose. The patient reported that on the same day, after the alleged issue occurred, she developed symptoms of ¿extreme headache and blurry vision¿. The patient ended up in the emergency room (ER) and was provided with an unspecified dose of insulin by an hcp. During troubleshooting, the patient confirmed that she did not have the subject meter and strips anymore as the hospital disposed of the products. The cca noted that the patient did not have control solution at the time to test the subject system. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after skipping her medication based on alleged inaccurate low results obtained with the subject meter and reportedly received hcp treatment for an acute high blood glucose excursion.